Event description:
It was reported by the aci sales professional that a patient underwent an unknown procedure on an unknown date. Access was obtained via a 6f sheath (model unk). Following the procedure, the deployer selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU, however, after the balloon was deflated hemostasis was not achieved. The patient was converted to approximately 20 minutes of manual compression at which time hemostasis was achieved. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1311903) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined.